Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by 5/16/2011.

Event description:
Complaint for (B)(6). The hosp has been experiencing blown fuses and one had a complete failure of the main power distribution unit the problem occurs in the middle of a procedure and causes the system to not be able to be turned back on until the fuse is changed or the main power distribution unit part# (B)(4) is replaced.